Event description:
Customer reported the following via email: I purchased this breastpump through my insurance company, to use while at work (and leave at the office). A few weeks ago I opened it to start using it and noticed the charger plug was cracked; however, I can still use the pump when I remove it from the wall plug it starts to come apart and I don't feel very safe using it.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts were made to obtain add'l info from the customer. There was no response from the customer to f/u questions. The original product has not been rec'd. Should add'l or the original product be rec'd resulting in new, changed, or corrected info, a f/u report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.